Manufacturer narrative:
E1: patient city: (B)(6). Patient country: argentina.

Event description:
Reference number (B)(4). Event occurred in argentina. It was reported that the patient faced an event on 04-mar-2025 where introducer needle broke prior to insertion. The site was patient's buttocks. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record 2309270. The batch 6007713, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007713 was manufactured according to the work instruction (wi) version 79 and packaging in the multivac m08 on 22-jun-2024, with a total of (B)(4). A failure for loose contamination was performed for the final outgoing test 6(g). The sub-assembly: assembly of the lot 4f01840 was manufactured according to the wi version 27 assembled in the quickset line, on 22-jun-2024, with a total of (B)(4) units. The sub-assembly: assembly of the lot 4f01841 was manufactured according to the wi version 27 assembled in the quickset line, on 22-jun-2024, with a total of (B)(4) units. The sub-assembly: assembly of the lot 4f04696 was manufactured according to the wi version 27 assembled in the quickset line, on 23-jun-2024, with a total of (B)(4) units. The sub-assembly: base of the lot 4e03728 was manufactured according to the wi version 38 and manufactured in the machine us05-us06, on 20-jun-2024, with a total of (B)(4) units. The sub-assembly: base of the lot 4e03729 was manufactured according to the wi version 38 and manufactured in the machine us05-us06, on 21-jun-2024, with a total of (B)(4) units. The sub-assembly: base of the lot 4e03730 was manufactured according to the wi version 38 and manufactured in the machine us05-us06, on 22-jun-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.